Event description:
It was reported that the colonovideoscope had a scope communication error and no image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the malfunction was likely due to a failure of the zoom cable and dual focus function. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.